Manufacturer narrative:
During testing, the device displayed a whitescreen error during power up. Further testing found that the device did not pass the sdram test, due to the user interface controller 2 (uic2) som module. The root cause for som2 failure is due to clock signal integrity issue that leads to incorrect data being read/written to sdram resulting in a software crash. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had multiple software failures. No further details provided. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device displayed a whitescreen error during power up.